Manufacturer narrative:
H3) the driver was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the driver was bent slightly twisted and worn down causing fit issues with the mating screw head. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient information was refused to be provided. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that upon loading the screw to the screwdriver, the screw was determined not to be co-linear. Upon further inspection, it appeared that the threads of the screwdriver were damaged and the tip of the driver was worn down. Use of this driver was stopped and another identical driver was used to complete the procedure. There was no delay to the procedure and no impact to patient outcome as a result of this issue.